Event description:
Allegedly, patient revised due to bone cysts, pseudotumors, metallosis, and osteolysis, elevated metal ions in bloodstream, detachment, disconnection or loosening of acetabular cup and other complications.

Manufacturer narrative:
This is the same event as 3010536692-2015-00471.